Event description:
Patient with high blood sugars despite increasing the dose of i.v. Insulin. Pump noted not to be delivering insulin as programmed. Blue slide clamp on tubing was partially occluding the tubing. Pump was counting but medication was not being delivered. Pump counts the revolutions of the motor & not the actual amount of medication being delivered.